Event description:
During an endoscopic extraperitoneal radical prostatectomy, the tip of the harmonic ace scalpel broke off while in use. The tip was retrieved from the patient's abdomen. Another harmonic scalpel device was opened to finish the case. The patient had no complications post-op and was discharged to home on post-op day one.